Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that continuous glucose monitor (cgm) readings were intermittently not being displayed. The reported issue was not occurring at the time of the report. No additional patient or event information was available. A root cause could not be determined.